Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received voluntary medwatch (mw5147793). The manufacturer received information alleging an issue related to a dreamstation 2 device. The patient is alleging machine has a smell in it and it is making sick. There was no report of serious or permanent patient harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This record was reviewed by the pms clinical expert due to customer reporting ¿machine has a smell in it, that smells like something died in it! It is making me sick. I had my appointment with my doctor.¿ no other clinical information or medical interventions were reported. Based on information available at the time of this review, there is insufficient evidence to pronounce a serious injury, as defined in pepf 16.2.8.3 and 21 cfr 803.3(w). Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Manufacturer narrative:
The manufacturer received voluntary medwatch (mw5147793). The manufacturer received information alleging an issue related to a dreamstation 2 device. The patient is alleging machine has a smell in it and it is making sick. There was no report of serious or permanent patient harm or injury. No medical intervention was required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.